Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the 5 most distal stent rows, stent struts were damaged and lifted from their crimp positions, the remainder of stent appeared undamaged. A review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile was measured which is within the stent profile specification. The tip was visually and microscopically examined and it was noted that the tip was damaged at the distal edge of the tip. This type of damage is consistent with excessive force being applied to the delivery system. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks on the several locations along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft polymer extrusion profile found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03358. It was reported that catheter entrapment occurred. A 2.50x16mm promus premier¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation, the stent came out of its hoop with the edge of the stent struts deformed. The device was not used inside the patient. A 3.00x38mm promus premier¿ drug-eluting stent was then advanced to treat the lesion. However, during the procedure the device became stuck with the non-bsc guide extension catheter. The procedure was completed using a different device. There were no patient complications nor harm reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03358. It was reported that catheter entrapment occurred. A 2.50x16mm promus premier¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation, the stent came out of its hoop with the edge of the stent struts deformed. The device was not used inside the patient. A 3.00x38mm promus premier¿ drug-eluting stent was then advanced to treat the lesion. However, during the procedure the device became stuck with the non-bsc guide extension catheter. The procedure was completed using a different device. There were no patient complications nor harm reported.